Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a procedure using a capio slim device, the device malfunctioned. The specific event was not described, but it was indicated that there was a break and detachment of device or device component. Most likely, this indicates that the dart detached from the suture. The procedure was completed and there were no patient complications reported.